Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A caller reported an unspecified low scan was received on the sensor when compared to an hcp meter and as a result, experienced symptoms of xerostomia (dry mouth), confusion, and a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who provided glucose for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.